Manufacturer narrative:
(B)(4).

Event description:
It was reported by a customer that on (B)(6) 2011, the fiber was damaged at the tip and the fiber tip broke off inside of the pt at 173,116 joules. Per the customer, the fiber tip was retrieved. No pt injury was reported.